Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. Reportedly, the pump¿s time and date was resetting intermittently without user intervention. It was also noticed that the time and date reset to factory default without a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 07/15/2013 with the following findings:a review of the pump¿s history showed that the time and date had reset to factory default on 05/02/2012 at 4:40 am following a reboot. A timekeeping accuracy test was performed, and the pump maintained time accurately during the 5 day test. The pump was then powered off for an hour and then when powered back; the time and date had reset to factory default. The pump was opened and the internal clock battery on the internal circuit board was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.